Event description:
It was reported that there was a device "failure," and the patient came to the emergency room with a heart rate of 40 bpm, complaining of dizziness and weakness. It was also noted there were no discernable pacing spikes. Additional information was later received reporting there was no evidence of device output. The device was interrogated, and upon interrogation, it resumed pacing normally following magnet application. Because the patient was pacemaker dependent, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Other text : it was reported that there was a device "failure," and the patient came to the emergency room with a heart rate of 40 bpm, complaining of dizziness and weakness. It was also noted there were no discernable pacing spikes. Additional information was later received reporting there was no evidence of device output. The device was interrogated, and upon interrogation, it resumed pacing normally following magnet application. Because the patient was pacemaker dependent, the device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated output, none, pace, failure to device failure.